Event description:
Pt reported the infusion device didn't work. Pt stated the device did not report the low cartridge alert. Pt reported the issue occurred (B)(6) 2011. Pt stated she experienced elevated blood glucose levels during the event up to 522 mg/dl. Pt's normal blood glucose level was not provided. Pt had called to report a problem with the piston rod on the infusion device. Pt reported the piston rod continues to have problems. Pt stated she used the pen to reduce her elevated blood glucose level. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.